Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.0x20mm nc trek advanced to the moderately tortuous ostial to mid circumflex (cx) coronary artery, moderately calcified lesion. Balloon inflation was performed at 8 atmospheres (atms) when the balloon burst. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.